Manufacturer narrative:
Concomitant medical products: 320-01-42, 3854482 - equinoxe reverse 42mm glenosphere. 320-10-00, 4195950 - equinoxe reverse tray adapter plate tray +0. 320-15-05, 4181502 - eq rev locking screw. 320-20-00, 4213897 - eq reverse torque defining screw kit. 320-42-03, 3912095 - equinoxe reverse 42mm humeral liner +2.5.

Event description:
As reported, approximately 6 years post op initial left tsa, this (B)(6) male patient was revised due to the stem being subsided. Patient was last known to be in stable condition following the event. Devices will not be retuning due to hospital policy.

Manufacturer narrative:
The revision reported may have been the result of insufficient bony support for the implant, patient-related conditions, or a combination of these possibilities, which led to humeral stem subsidence. However, this cannot be confirmed as the devices were not returned for evaluation. Section h11: *the following sections have corrected information: (h6) component code: 4755, part/component/sub-assembly term not applicable.